Manufacturer narrative:
A general reagent issue can be excluded as no further issues were reported and a correct rerun with the same reagent was performed. Based on the information provided, the event's cause could not be determined.

Event description:
We received an allegation about discrepant results for 6 patients' samples tested with phosphate (phos2) assay on a cobas 8000 c702 module. Sample 1: initial result: 1.61 mmol/l. 1st repeat result: 2.17 mmol/l. 2nd repeat result: 1.52 mmol/l. Sample 2: initial result: 1.57 mmol/l. 1st repeat result: 3.68 mmol/l. 2nd repeat result: 1.23 mmol/l. Sample 3: initial result: 1.82 mmol/l. Repeat result: 1.14 mmol/l. Taking into account the age, sex, and medical condition, the customer considered that the results were higher than normal and, therefore, repeated the samples. The time difference between the initial and the repeat measurements was 30 to 60 minutes. The 2nd repeat results were deemed to be correct. No questionable results were reported outside the laboratory. The customer alleged additional discrepant results for sample 4, sample 5, and sample 6 that were tested between (B)(6)2024. Sample 4: initial result: 1.77 mmol/l. Repeat result: 1.18 mmol/l. Sample 5: initial result: 1.82 mmol/l. Repeat result: 1.31 mmol/l. Sample 6: initial result: 1.64 mmol/l. Repeat result: 1.16 mmol/l.

Manufacturer narrative:
The phos2 reagent lot number was 803073. The expiration date was not provided. The qc was within the assigned ranges on the day of the event. The investigation is ongoing.